Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked belt clip slot.

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. The customer stated they were unable to clear the alarm with the escape and act button. The customer did not press on any buttons for three minutes or longer. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.